Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 4/19/2017. Device returned to manufacturer ¿ yes. The device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
A report was received that a male patient underwent explant of a zlb00 lens from both the right and left eye. The explants were due to unexpected post-operative refraction results. The patient's visual acuity after lens replacement in both eyes is 1.0 diopter (20/20). The lens that was explanted from the right eye was a model zlb00 13.0 diopter intraocular lens (iol). This lens was replaced with another zlb00 lens of a lower diopter (11.5). This report will capture the event for the lens in the right eye and a separate MDR will be filed for the lens in the left eye. No further information was provided.